Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high shock impedance measurements. It was determined that the distal and proximal terminals of the lead were reversed. The lead was reconnected to the device and this time, shock impedances were within normal range. No additional adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.